Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with on-device glucose values rising to 380 mg/dl and ¿high,¿ whereas contemporaneous fingerstick values were 312¿350 mg/dl; recalibration attempts were not accepted, and the user had recently changed the infusion site, which was not painful or leaking, and suspected sensor misreading near session end. Symptoms included elevated blood glucose. Outcomes included user education to disconnect and deliver a manual injection if needed and to replace the infusion site if glucose continued to rise. Investigation included review of device history via the bionic report and troubleshooting guidance provided by support. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with possible sensor inaccuracy and unresolved calibration as contributing factors; no alarms beyond a 401 notification on the ilet were documented. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.